Event description:
The filter lodged in the introducer catheter, could not be deployed. Attempted filter placement in anti-coagulated pt for pulmonary embolus 5 days after coronary bypass. Filter became lodged at tip of introducer catheter, not partially in pt. The entire device was removed and another co's filter placed successfully via same femoral vein without incident.